Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table generator interface was replaced, and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.